Event description:
On (B)(6) 2025, the user reported that their usual dinner dose had decreased from 9 units to 5 units, causing the pump to ¿catch up¿ and leading to multiple overnight lows each week, typically around blood glucose (bg) of 75 mg/dl but rarely below 70 mg/dl. The highest bg reported was 302 mg/dl. Review of reports showed blood glucose beginning to rise 1.5 hours before dinner announcements, with one example on (B)(6) 2025, where the patient was out of range for 2 hours 45 minutes and the dinner announcement occurred mid-rise. The user was out of bg range for 90+ minutes and admitted to sometimes forgetting to announce meals within ±10 minutes of eating and occasionally snacking before dinner, which may have contributed. Education was provided to avoid announcing meals more than 30 minutes after eating, as this can cause lows, and the patient was advised that doses cannot be manually increased. The user's blood glucose was stable at the time of the call. There were no symptoms reported during the event and no medical intervention reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.